Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken charged coupler unit, damaged fiber bonding in the outer tube area and purple image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the pink image was due to a broken charged coupled device. The root cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope image turned pink after a few seconds. The issue was found during set up or inspection for use. There were no reports of patient involvement.